Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and a cartridge alarms occurred during the load process. During troubleshooting with tandem technical support, the malfunction alarm was cleared, a cartridge was loaded and insulin delivery was resumed successfully. Customer¿s blood glucose level was 109-214 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. And the alleged malfunction. And alarm 30 issues were verified.